Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that the central outflow component detached within the patients svc and migrated into the ra. The voc was sutured to the existing graft. No additional patient consequences to report.